Event description:
It was reported that an ilet user using a teflon infusion set experienced an insertion issue in which the cannula inset detached from the introducer needle before placement, leading to an incorrectly deployed infusion set and a disconnected infusion set connector. The user was guided to apply a new infusion set, connect to the pump, and resume insulin delivery, and a blood glucose reading of 172 mg/dl was noted. There were no reported symptoms. Outcomes included no reported long-term impact, no alerts or alarms, and restoration of insulin delivery after troubleshooting and education. Investigation included troubleshooting with user education. Investigation of this case revealed an incorrectly deployed infusion set issue associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the infusion set during insertion.